Event description:
Arjo was notified about an event with involvement of alenti bathing lift. It was reported that when the caregiver attempted to lower the chair the resident shifted, the lift tipped over and the patient fell forward with the chair. The patient sustained left hip fracture requiring surgery and hospitalization. According to the received information, during the event the lift was in medium height position, the brakes were applied and a safety belt was not used.